Manufacturer narrative:
Upon device return and inspection, the strain relief was detached from the luer. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. The flow test was not possible because the strain relief/luer are separated. Under microscope and with uv light, it was able to observe an issue with the adhesive between the parts from the separation of the strain relief.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter to treat atrial fibrillation (a fib) the catheter leaked. They identified a leak from the flush tubing that connects to the flush port. The leak was a fast steady drip. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter to treat atrial fibrillation (a fib) the catheter leaked. They identified a leak from the flush tubing that connects to the flush port. The leak was a fast steady drip. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.